Manufacturer narrative:
(B)(4). Reference exemption number e2017029. Possible lot numbers for this device are 33210597 and 33211877. Multiple MDR reports were filed for this event, please see associated report: MDR 9610905-2018-00013.

Event description:
It was reported that screws pulled out of the bone in a patient with pre-operative bone sarcoma. Review of the CT scans show that the lower rib that was plated was not reduced to bone-to-bone contact. The plate on this same rib was not contoured to align on the rib completely. This resulted in screws not being fully inserted into bone. The screws that were inserted were placed in the inferior border resulting in sub-optimal fixation. IFU (B)(4) states the following are contraindications "patient conditions including: blood supply limitations, insufficient quantity or quality of bone or latent infections."

Manufacturer narrative:
An investigation was performed on the basis of complaint statistics as no device was returned for evaluation. The product device history records were also reviewed based on the lot number provided, and no anomalies were found. The root cause for the failure cannot be determined due to no device being returned. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.